Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific material or lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical services provided troubleshooting information to the customer. A review of specimen handling and storage parameters is recommended for this tube type. Complaints received for this reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after use with an unspecified bd microtainer® clotting is occurring. There was no reported patient impact. The following information was provided by the initial reporter: spoke with customer and they are experiencing clotting with the map tube. It is not specific to a lot# but they are seeing more clotted tubes and would like some educational information that they can share with staff. Emailed order of draw and collection poster. Had discussion about collection techniques both heel and syringe, proper mixing and that infant blood is much thicker than regular blood so mixing is very important and an inversion is once down and then back up. If drawing by syringe they need to keep in mind how long it is taking from time of collection to the time the blood is put into the tube and they also need to make sure that they are not overfilling the tube.